Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted femorally to support the 59-year-old male patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d. The patient was additionally supported by extra-corporeal membrane oxygenation (ECMO). The underlying medical history was not shared. The cp was being utilized along with the automated impella controller (aic). After 6 days of support the aic the hemodynamics of cardiac output and cardiac power output were not "fluid anymore". 3 days later the patient expired when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.